Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the homechoice device during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the alarm. Troubleshooting determined the cause of the alarm was due to a solution bag becoming disconnected from the supply line of the cassette and leaked. The technical service representative assisted the care giver in clearing the alarm and assisted in ending therapy. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, troubleshooting determined the supply bag became disconnected from the supply line of the cassette and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.